Manufacturer narrative:
A restriction was noted in the inner coil at 39.8 cm from the connector pin. Further evaluation noted that ptfe coating from the guidewire at this location. This is consistent with the observation from the field of the inability to remove the guidewire.

Event description:
It was reported that during surgery, the physician could not withdraw the guidewire from the lead. A new lead was implanted successfully. The patient's condition was stable.